Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: the surgeon was using the dissection balloon omspdb1000 at the beginning of an tep inguinal case. After a couple of minutes he complained that the balloon was not inflating to its full potential. He took the balloon out and attempted to inflate it again, little appeared to happen and he asked for a second balloon to be opened. The operation was delayed no more than 5 minutes and the patient was in no danger nor trauma. The surgeon was annoyed with the inconvenience. There was no bleeding reported in excess of 500cc. No trauma to the patient. Patient focused resolution of events and outcomes corrective action taken relevant to the care of the patient: patient outcome: nil outcome the operation was completed with no complication to the patient only about a 5 minute delay to the case was the result.

Manufacturer narrative:
(B)(4).